Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting on (B)(6)2017 to the upper and lower abdomen using a cooladvantage coolcore applicator and to the bra line and love handles using a cooladvantage coolcurve+ applicator. The patient developed paradoxical hyperplasia (pah/ph) of the upper abdomen 5 months after treatment, diagnosed on (B)(6) 2018. Tissue described as mildly firm and slightly demarcated. The patient had both an MRI and ultrasound and had measured a 10cm increase on their upper abdomen. The patient was treated with corrective liposuction on (B)(6) 2018 but experienced re-occurrence of pah in upper and lower abdomen, bra rolls and flanks on (B)(6) 2018, diagnosed on (B)(6) 2019. Tissue described as visually enlarged with clear demarcation and bulging in all concerned areas.

Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to april 2021. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting on (B)(6)2017 to the upper and lower abdomen using a cooladvantage coolcore applicator and to the bra line and love handles using a cooladvantage coolcurve+ applicator. The patient developed paradoxical hyperplasia (pah/ph) of the upper abdomen 5 months after treatment, diagnosed on (B)(6) 2018. Tissue described as mildly firm and slightly demarcated. The patient had both an MRI and ultrasound and had measured a 10cm increase on their upper abdomen. The patient was treated with corrective liposuction on (B)(6) 2018 but experienced re-occurrence of pah in upper and lower abdomen, bra rolls and flanks on (B)(6) 2018, diagnosed on (B)(6) 2019. Tissue described as visually enlarged with clear demarcation and bulging in all concerned areas.